Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "blank screen," which was not reproduced. Visual inspection found the cause to be the lcd flex tail not fully seeded into the input/output printed circuit board (I/o pcb). The lcd flex was seeded properly into the I/o pcb.

Event description:
It was reported that a spectrum pump displayed a blank screen. It was also reported there was no patient injury.